Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-06295. Reference MFR report: 1627487-2013-06297. It was reported the pt was unable to increase the amplitude of his scs system. The pt had two 3166 leads implanted with the same lot number. An sjm representative met with the pt and a lead diagnostic showed multiple invalid contacts. On (B)(6) 2013, the pt's leads were revised, during the procedure individual diagnostics confirmed the one lead with invalid contacts, and it was replaced. The physician also elected to replaced two of the remaining three leads with longer model leads to better access and reach to the ipg site. The pt's system was successfully programmed post operative.